Event description:
Failed to osseo.

Manufacturer narrative:
Failure to osseointegrate is a well-known and inherent risk of dental implants. And is documented in the literature across implant systems 1, 2 (see e.g., keller, 1995; bornstein, 2008,). Paltop dental solutions inc., provides IFU with all implants. Failure to osseointegrate and loss of osseointegration (implant mobility) is identified, as an adverse reaction and identified, in the list of warnings in all end-osseous dental implant labeling. The specific cause for a particular complaint is often not readily identified, as there are various factors that contribute to the risk of implant failure. These include systemic medical conditions (uncontrolled diabetes mellitus, aids, osteoporosis), poor bone quality and quantity of bone. In which, the implant is implanted. Medications (corticosteroids, bisphosphonates), harmful habits to healing (smoking), secondary infection and/or surgical trauma, unexperienced clinician, improper surgical technique or mobility of the implant leads to its removal or replacement. Hence, dental implant failure. In addition, a rate of implant failure that does not affect the products' risk assessment does not require investigation. As it is, a well-known failure mode that has been adequately studied in the past.